Event description:
A customer contacted beckman coulter (bec) reporting that the synchron lx20 pro clinical analyzer generated false high ion selective electrode (ise) patient results on two different days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013. The instrument generated false high sodium (na) results for twenty one (21) patients. The erroneous results were reported out of the laboratory. When the issue was noticed, the samples were repeated on an alternate instrument within the laboratory and amended reports were submitted. The results provided by the customer are shown in the attachment section of this report. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) prior to the event was within laboratory established ranges. Sample collection information and method of analysis was not provided by the customer. A bec field service engineer (fse) was initially dispatched on (B)(4) 2013 to inspect the system. The fse replaced the sample probe / wash collar, ise quadrant ring / spacer, ise valves and both na electrodes. This did not resolve the issue; the fse was dispatched again on (B)(4) 2013. The fse decontaminated the ise system (which included changing the carbon bridge), changed tubing and performed modular chemistry (mc) sample probe alignments. The fse also replaced the ratio pump and j9 valve on the ise manifold. As of (B)(4) 2013, there have been no further events. A definitive failure mode is unknown; however the issue was resolved upon the replacement of the ratio pump and the j6 valve performed by service. MDR 2050012-2013-00636 is associated with this report which documents the false high results obtained on (B)(4) 2013.